Event description:
It was reported from (B)(6) eighteen days post hvad implantation this patient experienced pump thrombus and underwent a pump exchange. The patient presented "as unwell and confused." The site reported a slight increase in pump power; while preliminary log file analysis revealed a decrease in pump flows. Echocardiogram results revealed "suspected" thrombus at the inflow cannula. During the exchange; however, thrombus was confirmed to be in the left ventricle. The last report received indicated that the patient was transported back to the intensive care unit post exchange for continued treatment and medical management.

Manufacturer narrative:
The pump was returned, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms prior to the reported event. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; visual examination and dimensional verification did not identify any manufacturing or design discrepancies that may have caused or contributed to the reported event. Independent pathological report demonstrates a small acute thrombus found on the superior surface of the impeller. The most probable root cause has been attributed to thrombus formation/ingestion within the device. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.